Event description:
On (B)(4) 2013, it was reported that on an unk date, the pt experienced a needle break during injections of b12 in her buttocks. The pt went to the emergency room where doctors did an x-ray. The pt was experiencing skin discoloration at the site where needle is lodged. Doctor recommends that she leaves needle in place due to having difficulty in taking out the needle. No further info is available.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted.